Manufacturer narrative:
Reference number: (B)(4).

Event description:
According to the reporter, while attempting to fire the device a fourth time, the status indicator and the handle indicator were illuminated and the device would not fire. The handle was replaced with a new device to complete the procedure. A new battery was inserted at a later time and the handle worked fine. There was no patient injury.